Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device experienced an electrical reset likely caused by radiation therapy. It was recommended to bring the patient into the clinic for a device check. No patient complications have been reported as a result of this event.